Event description:
It was reported the patient was seen in the emergency room after experiencing multiple shocks. Oversensing was observed. The pace/sense portion of the lead was capped and replaced with a new lead. No further patient complications were reported as a result of this event. Additional information received reported the pace/sense portion of the lead was fractured and there had been a slight increase in impedance of 50 - 100 ohms.